Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm and then the pump stopped. Multiple attempts to restart the pump were unsuccessful. The pump was explanted and exchanged for a new pump. No patient harm was reported.